Event description:
It was reported that during a percutaneous coronary intervention procedure the balloon became stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The non bsc guide wire was inserted in the lesion and then the 1.5x20mm apex push monorail balloon was inserted and dilated several times and then the balloon was temporarily withdrawn outside the pt. When the balloon was advanced on the guide wire again there was difficulty advancing the balloon and it became stuck on the wire. The apex balloon and non bsc guide wire were successfully removed together. The procedure was completed with a 2.0mm apex balloon with no pt complications reported. This product is only ous approved but is similar to a marketed us device.